Manufacturer narrative:
The complaint of leakage at the infusion joint on item: 01c-c1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was reviewed and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a clave¿ connector where the customer reported that during intravenous infusion, fluid leakage at the infusion joint, may delay treatment. The event happened to a 75-year-old female. That the combination of medicine/medical device is connect the central venous line to the infusion set. The cause analysis is product reasons (including instructions, etc.). There is no information about the patient, the infusion, the procedure, etc. There was patient involvement but no patient harm.